Event description:
It was reported, that the light source had an emergency light error. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of emergency light error was confirmed. Based on the results of the investigation, it was presumed that the emergency light error was due to emergency light failure. Olympus will continue to monitor field performance for this device.